Event description:
It was reported that the patient had an inappropriate shock due to sinus tachycardia. Technical services discussed having the patient do a treadmill test to get the heart rate up. Then get a new template for the device sensing. There were no additional adverse patient effects. The system remains implanted.